Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) assisted the customer to use the emergency release latch to open the doors and to proceed to perform application recovery to resolve the issue. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 1 door 3 was unavailable and unable to access medications, indicated failed hardware but nothing was available under recover storage space. However, there was no delay to patient care and adverse events or injuries reported based on this incident.